Event description:
The customer reported that during a laparoscopic ap procedure the device didn't seal the vessel. There was an activation tone and an end tone, indicating a completed seal. There was no visible evidence of sealing and there was bleeding. The operation had to be converted to an open procedure. The forcetriad was set at 2 bars. The handpiece was destroyed accidentally so, it will not be returned for evaluation.

Manufacturer narrative:
(B) (4). The incident device was discarded by the site so, no evaluation can be done. The forcetriad was tested at the site by covidien and was found to be to specification. The covidien territory mgr has gone to the site to observe and reinforce best practices with the surgeon involved. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.